Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient was able to connect to their ins at home. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient; they called in having issues with connecting the external devices to the implant on and off since implant. They initially had symptom improvement but the results didn't last more than a month; they experienced a return of symptoms and they no longer have any control. The patient called their healthcare provider (hcp) and met with a manufacture representative (rep) at the office where they worked for an hour or 2 trying to connect to the implant. It was determined that the patient should have another surgery to "take it out or check it or do something", but the surgery was cancelled because they could connect; now they can't connect again. Patient said they have the communicator directly against their skin and over the implant. They confirmed feeling the ins and leads and then said it feels like the ins might be tilted/one side is deeper than the other. The patient also reported pain in their rectum/butt and doesn't know if stimulation is too high or what the cause of the pain is. They attempted to connect to the ins using external equipment, but couldn't. As a result of what was reported, they were redirected to their hcp to check the ins/implant site. Patient responded to a letter. The patient doesn't know what the circumstances were that led to the sudden return of symptoms and inability to connect. They noted that their symptoms returned after a few weeks and they are still the same. They added that they can connect to the implant sometimes (if they keep trying for a long time) by laying down on their bed. Nothing has been done to resolve the sudden return of symptoms issue and inability to connect issue. The patient added that they have pain in their rectum and vaginal area and they are very unhappy with the device. They noted that they wished they never had the procedure done. They provided a bottom line and said it didn't work and it is painful. "Pairing with device is maybe and other time maybe not." The patient doesn't know what to do with this situation. The patient added that the device does not work and they got it to connect to the device once since (B)(6) 2019. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had been able to pair with the ins in the past and make an adjustment, but starting a couple of weeks ago, they noticed they could not connect to the ins. This inability to connect with the ins also corresponded with a sudden return of symptoms, and a hospital visit where the patient got their medication; it was noted that the hospital visit was not related to the device, and they did not have any procedures that would potentially affect device function. The manufacturer representative was troubleshooting with the patient and stated that they had tried 2 communicators and 2 handsets, and that the pocket depth looked ok and they had tried different positions over the ins, but they could not connect to the ins. They then attempted to connect to the ins using a clinician programmer (cp). At first, they got a message on the screen indicating ¿interference,¿ but when they tried again the paltered them that there was no response from the ins. When asked about the patient¿s settings, the rep noted that they knew they were on 2.4v and that there were no impedance issues that they were aware of at the time of implant. It was recommended that they follow up with the healthcare provider. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the cause of the sudden return of symptoms and inability to connect to the ins was undetermined. On (B)(6) 2019 they attempted to connect device to personal programmer in clinic but were unable to connect; they spoke with the manufacturer representative but were unable to troubleshoot. On (B)(6) 2019 they attempted to connect with the patient programmer and clinic programmer, with the manufacturer representative, but were unable to connect either one. They repositioned multiple times and the rep spoke with the manufacturer¿s support. After the last visit, the rep followed up and the patient stated that they were finally able to connect the device at home; the issue has been resolved. No further patient complications are anticipated or expected as a result of this event.